Manufacturer narrative:
The pipeline has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs associated with this article: 2029214-2020-00043. If information is provided in the future, a supplemental report will be issued.

Event description:
Ting, w., richard, s. A., changwei, z., chaohua, w., & xiaodong, x. (2019). Delayed spontaneous rupture of cavernous segment of the internal carotid artery following dual ophthalmic segment aneurysms treatment with pipeline embolization device. Medicine, 98(52). Doi: 10.1097/md.0000000000018420. Medtronic literature review found a report of vessel rupture after pipeline placement. A patient presented with two aneurysms at the ophthalmic segment of the left internal carotid artery and underwent placement of a pipeline device. The patient was discharged home five days later. Two months post-procedure, the patient was sent to the ER. Physical exam revealed bilateral conjunctival congestion while emergency CT revealed intracranial hemorrhage at the left temporal lobe. Dsa established a left direct carotid cavernous fistula with drainage via the bilateral superior ophthalmic veins, left superior and inferior petrosal sinuses, superficial middle cerebral vein, anterior cerebral vein and basal vein. The rupture point was determined to be proximal to the pipeline. A stent was used to occlude the fistula. Post-procedure dsa showed that all the draining veins were eliminated except for the inferior petrosal sinus. Two weeks later, the patient was discharged home. The intracranial hemorrhage was absorbed before discharge. Two years follow-ups revealed that the patient is well with no neurological deficits and no recurrence of the fistula.